Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high threshold could not be confirmed in the laboratory. Electrical tests were performed, including thermal and mechanical stressing, and they indicated normal device characteristics.

Event description:
It was reported that the pulse generator displayed high threshold. The pulse generator was replaced.